Manufacturer narrative:
The hill-rom technical support found the bed exit external alarm inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the external alarm to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm was inaudible. The bed was located at the account. There was no pt/user injury report. This report will filed in our complaint handling system as complaint #(B)(4).